Event description:
The customer reported approximately fifteen milliliters of clear fluid dripped behind the pancake valve and onto the countertop after replacing the differential pack involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) discovered the end of the tubing between blood sampling valve (bsv) wm6 and the peltier had come off. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).